Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# (d4) was not provided. Sections were left blank as the customer's age and weight are unknown.

Event description:
The customer reported that the 14 day blood glucose average on the contour ts was incorrect compared to a manual calculation of the readings. No adverse event alleged. The customer is advised to return the meter for evaluation. A replacement meter was sent to the customer.